Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09may2020.

Event description:
The customer reported check vent alarm. The unit was in patient use, however there was no patient or user harm reported.

Manufacturer narrative:
G4: 22apr2020. B4: 15may2020. The fse (field service engineer) confirmed the reported failure. The fse noticed the power management board was not secure and replaced it with a new one which solved the reported issue. The unit passed performance verification and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The power management board (pm) printed circuit board assembly (pcba) was returned to manufacturer to failure investigation (fi) for analysis. The r31 solder crack open on the pm pcba which created the central processing unit (cpu) printed circuit board assembly (pcba) adc; aux alarm supply failed; patient circuit occluded; and the backup alarm failed error codes.